Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. It was received with no physical damages or broken tamper seals. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "primary audible" alarms. To further investigate, a power up process test was performed. The customer reported issue could not be duplicated at time of investigation. The pump was found to be operating properly and passed all tests. The speaker was replaced for preventative maintenance, and the pump was cleaned and greased. No further actions will be taken.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a primary audible alarm. This occurred at morning start-up; there was no patient, or clinician injury associated with this event.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a primary audible alarm. This occurred at morning start-up; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. It was received with no physical damages or broken tamper seals. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "primary audible" alarms. To further investigate, a power up process test was performed. The customer reported issue could not be duplicated at time of investigation. The pump was found to be operating properly and passed all tests. The speaker was replaced for preventative maintenance, and the pump was cleaned and greased. No further actions will be taken.